Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, entrapment on the guide wire and stent damage occurred. The target lesion was in the proximal left anterior descending (lad) artery. The 3.5x16mm taxus express2 drug eluting stent (des) was being advanced through a non-bsc guide to the target lesion. Upon positioning the stent, the physician had trouble moving the stent delivery system (sds) forward and backward on the non-bsc guidewire. The physician removed the sds and guide wire when it was noticed that the proximal end of the stent was damaged. The stent remained intact on the balloon. The procedure was completed with another 3.5x16mm taxus express2 des without complication. The patient's condition was listed as "ok."